Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was being monitored over the past two years due to elevated threshold and pacing impedance measurements on the right ventricular (rv) channel. Impedance measurements were most recently greater than 3000 ohms in bipolar configuration. Threshold measurements remained unchanged since the last evaluation. The patient will continue to be followed. No adverse patient effects were reported.